Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was used in the esophagus 2cm proximal to gastroesophageal junction during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a fistula. Reportedly, the patient¿s anatomy was not tortuous. During the procedure, the physician was able to deploy the stent. Endoscopic visualization was done and it was noted that multiple cells of the stent covering had split. No additional intervention was done to address the event and the stent remained implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of stent cover damage. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.